Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The reported complaint involved the following device: primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. The morning shift supervisor reported that, upon entering to check on the patient, she noticed that the device was leaking an unspecified fluid/infusate during patient use. The corresponding device replacement was carried out. Upon further inspection, the shift supervisor confirmed that the primary device plum set had a crack on the edge of the cassette chamber that was inserted into the infusion pump. The device was immediately replaced with one in proper condition, and the damaged device was sent for analysis at the facility. There was no harm to the patient.